Manufacturer narrative:
On (B)(6) 2017 the pts family member in (B)(6) sent additional information by email as follows: image of prescription dated (B)(6) 2017 for dipirona 500mg (analgesic), take one tablet every 6 hrs for pain, loratadina (antiallergenic) 10 mg, take 1 tab daily/5days for itching, lacrifilm, 1 drop every 4 hrs until better. Image of prescription dated (B)(6) 2017 for tobramycin drops, apply 2 gtts os every 4hrs/5 days. Image of prescription dated (B)(6) 2017 for refresh flac, every hr.; epitegel, os 2x daily; flutinol, oe, 3x daily. Image of prescription dated (B)(6) 2017 cefazolina 5% drops, every 2 hrs, amicacina 5% drops, every 2 hrs. Image of prescription dated (B)(6) 2017 for amicacina 5%, today and tomorrow every 2 hrs, after sunday, every 3 hrs, ciclolato drops, every 2 hrs, refresh flaconete, every 1 hr during the day. Oral use: doxicicline 100mg every 12 hrs, valaciclovir 500mg, every 8 hrs until sunday. Image of prescription dated (B)(6) 2017 for amicacina 5%, every 3 hrs, refresh flac, every 1 hr, epitegel, 3x daily, oral use: doxicicline 100mg, every 12 hrs. Image of prescription dated (B)(6) 2017 for amicacina 5%, every 4 hrs, refresh flac, every 1hr, epitegel, 3x daily, acetilcisteina (antibiotic), 4x daily, loteprol (anti-inflammatory) 1x daily, oral use, doxicicline 100mg every 12 hrs. Image of prescription dated (B)(6) 2017 amicacina 5%, 4x daily, refresh flac, every 1hr, epitegel, morning and evening, acetilcisteina (antibiotic), 3x daily, loteprol (anti-inflammatory) 3x daily, oral use, doxicicline 100mg every 12 hrs. Image of prescription dated (B)(6) 2017 for amicacina(antibiotic), 3x daily, refresh flac, every 1 hr; epitegel, 2x daily, flutinol, 3x daily. Image of prescription dated (B)(6) 2017 for refresh flac, every 1 hr, epitegel, morning and evening, flutinol, 3x daily. Image received, duplicate of (B)(6) 2017 culture results previously reported on 23aug2017. No additional information has been received. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On 03aug2017 a patient (pt) sent our affiliate in (B)(4) an email reporting that while using a ¿johnson brand contact lens for years¿ he/she had a small irritation in ¿the eyes¿. The pt reported that the lenses were immediately removed, but the ¿eye started to get worse¿. The pt went to an eye care provider (ecp) who diagnosed conjunctivitis and prescribed an eye drop (name of the medication was not provided). The pt reported the ¿eye began to get worse with a lot of irritation, itching, redness and it also appeared a white skin in my eye making my vision difficult¿. Pt reported that he/she had an urgent consultation with another ophthalmologist who diagnosed ¿a very strong infection caused by a bacteria pseudomonas¿. The pt reported that the ecp advised that he/she ¿could be blind at any moment by the simple fact of blinking and my cornea was leaking due to the severity of the infection¿. The pt reported that ¿tests were done on my eyes and my contact lenses, and both were infected¿. The pt reported that he/she is being treated by a cornea specialist. The pt reported that ¿the bacteria could be in the lenses, since the problem started after I wear the lens¿. No additional medical information was provided. On 04aug2017 an email was received from the pts family member who provided the additional information as follows: the pts family member reported the doctor did not claim the bacteria was on the lens, but advised ¿the bacteria could be found in several places¿. The family member advised that the symptoms began within a few hours after the pt inserted the lens in the eye. No additional medical information was provided. On 08aug2017 a call was received from the pts family member who reported that additional information will be provided by email. On 16aug2017 an email was received from the pts family member with the suspect lot number. The suspect lenses were discarded by laboratory after culture; also received on 16aug2017, ¿dated (B)(6) 2017, the general culture/material left eye corneal ulcer: there was growth of bacteria with characteristics of pseudomonas aeruginosa; general culture/material: os contact lens: there was growth of bacteria with characteristics of pseudomonas aeruginosa; fungus testing: negative (os cl and os corneal ulcer samples); no additional medical information was received. The date of the event is unknown. Additional medical information was requested. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l002smh was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.